Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states during the catheter extraction from the needle, the guide wire frayed and got stuck - not allowing the extraction. The device remained dangerously stuck inside the pt. The clinician removed the needle and guide wire using force, however, this caused bleeding (no more than 250cc) and tissues damage. An antibiotic for infection was administered. There was no extension of the surgery time. A new device (not covidien) was used to complete the procedure.

Manufacturer narrative:
Submit date on: 09/17/2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The product sample was not returned. Six photos were provided by the customer, two of them were related to the package of the kit and the other four pictures showed a guide wire inside an introducer needle. All the possible causes were identified. The DHR was reviewed and no deviations related to this failure mode were found. There are no ncr's related to the reported issue. Based on these pictures, it is not possible to confirm if the guide wire is stuck on the introducer needle. This defect has not been confirmed. The product sample was not returned to the manufacturing site for review. With the available information, the most probable root cause could be considered as misuse (the instructions for use were not followed). However without the sample, this cannot be confirmed. No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.